Manufacturer narrative:
A product was not returned for analysis, lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the implantation spot was observed in the center of the optical zone of the lens and it remains implanted in the patient. Additional information has been requested. There are two medical reports associated with same event. This file is 1 of 2.